Manufacturer narrative:
Additional information on patient and patient status requested from physician on (B)(4) 2011.

Event description:
The tubing from the warmer to the pump kinked and the warming catheter did not circulate water during the first freeze. It took a time to sort out the problem but we did freeze the urethra for 5 minutes due to the malfunction. Once I figured out why the malfunction was occurring, we resolved it and the catheter worked well throughout the rest of the case. This is truly a unique occurrence as I have not seen it before.